Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry testing on a retained unit was performed; all results were within spec.

Event description:
The FDA forwarded to amo a copy of a medwatch form from a pt's mother stating, " was treated for eye infection after using complete moisture plus contact solution lot # ab01167. Although, this was not the recalled lot number we wanted to report this event." During a follow-up phone call to the pt's mother, she reported that her daughter was treated with gentamicin antibiotic eye drops at an urgent care center. The pt recovered and successfully resumed lens wear with a different solution. Despite several follow-up attempts to the pt's mother, no furtehr info was rec'd. On 03/19/07, in response to an FDA request for add'l info, amo sent a supplemental report to the FDA regarding this incident. Root cause is unknown.